Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family was reported via phone call that they experienced high blood glucose. The customer blood glucose level was 391 mg/dl at the time of incident and the current blood glucose of the patient is 562 mg/dl. The customer reported other blood glucose value was 456 mg/dl, 198 mg/dl, 187mg/dl, 566 mg/dl. The customer experienced symptoms such as nausea and headache. Customer treated with insulin pump and manual injection. Troubleshooting was performed. The product will not be returned for analysis.